Event description:
It was reported that a thrombosis occurred. A left atrial appendage (laa) closure procedure was performed, and a 27mm watchman flx laa closure device was implanted. At the 45-day transesophageal echocardiography (tee) that took place 48 days post procedure, a clot was identified on top of the closure device. The patient was on dual antiplatelet therapy prior to the clot, but then was transferred to warfarin after the clot. The patient was to have a repeat tee in approximately six weeks. No further patient complications were reported.